Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, there was a chip in the venous connector. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 13, 2018. (B)(4). The sample was not returned nor were any photographs provided for evaluation; therefore, a thorough investigation could not be performed and definitive root cause can not be determined for this event. A representative retention sample from the affected product lot number was visually inspected, and a similar anomaly to the reported event was noted on the curved venous inlet connector. It is likely that the reported damaged occurred by a shock force at some point during the handling/manufacturing of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.